Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported bd safetyglide¿ shielding hypodermic needle had foreign matter. The following information was provided by the initial reporter: "the needle is covered in something red, looks like little red fibers stuck to it. Entire shaft, top to bottom. Looks like little red, hairlike fibers with something sticky keeping them stuck."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd safetyglide¿ shielding hypodermic needle had foreign matter. The following information was provided by the initial reporter: "the needle is covered in something red, looks like little red fibers stuck to it. Entire shaft, top to bottom. Looks like little red, hairlike fibers with something sticky keeping them stuck."